Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) and (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open in both batteries. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery packs. Device manufacture date: (B)(4): 07/18/2016. (B)(4): 05/24/2016.

Event description:
A us distributor reported that a battery packs were unable to power on a monitor.